Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the physician will continue to monitor both leads until the patient's device reaches elective replacement indicator (eri). Intervention is then planned to take place for the leads during the device change out procedure in the future.

Manufacturer narrative:
Concomitant medical product: ddmb1d1 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both the right ventricular (rv) and right atrial (ra) leads exhibited high thresholds. The ra lead also had no capture. Both leads remain in use. No patient complications have been reported as a result of this event.